Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor pro rx balloon was opened on (B)(6), 2012. According to the complaint, while unpacking the device two holes above the label were noticed in the pouch that holds the device. There was no other damage noted. There was no patient or procedure involved.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx balloon was opened on (B)(6) 2012. According to the complaint, while unpacking the device two holes above the label were noticed in the pouch that holds the device. There was no other damage noted. There was no patient or procedure involved.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found a small dent on the pouch, just above the pouch label, as well as three scratches at different locations on the pouch label. The manufacturing seal was found intact. The label was correct and all device components were present in the pouch. The reported defect of hole in package was not confirmed, however a small dent located above the pouch label and three slight scratches were identified. Based on the investigation results and available information, the most probable root cause of handling damage will be assigned to this complaint as it is most likely that the complaint was caused by handling of the device during unpacking. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results, which indicate that there was no holes in the packaging of the device, this is no longer considered a reportable event.